Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found collar detachment. There was no other damage or defect found.

Event description:
Reportable based on device analysis completed on 04oct2022. It was reported that the delivery of the device could not be performed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the delivery of the device could not be performed because the tortuosity was severe. The procedure was completed with another of the same device. No complications reported and there was no patient injury. However, device analysis revealed a collar detachment.